Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of difficulty recognizing devices and it was noted that cracked solder joints were found on the radiofrequency head connection to the link electronic module. It was additionally noted that the device was to be scrapped. (B)(4).

Event description:
It was reported that the programmer failed to recognize the device to perform an interrogation. A new radio frequency (rf) programmer head was attempted to no avail. The programmer has been returned for repair. No patient complications have been reported as a result of this event.